Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the surgeon removed his previous lead (surgical) and replaced with dual leads in 2013. There were lead issues. The patient completely recovered. The patient reported on (B)(6) 2016 that he had no complaints.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.